Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited high capture threshold. The atrial lead was explanted and replaced. The patient was in stable condition.